Event description:
As per complaint form: the introducer was falling apart during the changing of the catheters through the introducer. The tip of the introducer is removed out of the body with a retriever. No product or images are available to assist in this investigation. No additional procedures were reported to have been performed. No adverse effects on the patient were reported.

Manufacturer narrative:
Removal of device portion is not labeled. Separation is labeled. Product requested but not returned. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product to insure correct inside diameter and outside diameter of tubing, material is free from surface defects, bumps, bulges and protruding coils. Final inspection of flexor check-flo ii introducer confirms surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Although no device was returned for evaluation, based on the customer's statements of the event, it seems the device experienced forces beyond its design strength relative to (B)(4) due to patient anatomy and/or condition. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and quality engineering risk assessment (qera) resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to a revised IFU issued on (B)(6) 2010, which is prior to the post sterilization services date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective preventative action per quality system instructions.